Event description:
Additional information was received noting that the patient had their device explanted. It was noted that nothing was wrong with the device. Device was discarded after explanation. No other relevant information has been received to date.

Event description:
It was reported that the patient wants to have their vns explanted due to it being uncomfortable. Patient is noted to be referred for explant surgery. Additional information was received noting that the device was poking through the patient's skin. Device history records were reviewed for the device. The device passed all functional specifications and quality tests and was hp sterilized prior to distribution. Device evaluation is not necessary because it will add no value to the investigation no known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.